Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The baseline gender/age of the patients is male/(B)(6). Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿renal denervation in resistant hypertension: are there differences in blood pressure reduction between unifocal and multifocal radiofrequency ablation catheters up to 24 months follow­up?¿ european heart journal. 2016. Abstract supplement, 79.

Event description:
A journal article was reviewed that contained information regarding this cardiac ablation percutaneous catheter. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports that there were four patients who developed ¿renal artery stenosis¿ after the procedure. Stenting was performed for these patients without complications. The status of the ablation catheter is unknown. Further follow up did not yield any additional information. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.